Manufacturer narrative:
Based on the information provided, the cause of the intra-operative complication cannot be determined. The customer reported that the reloads used during this event are unavailable for return. The customer was requested to return the sureform 60 stapler instrument used during this event, but the instrument has not been received for testing as of the time of this report. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae): per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #t92220118-0060) was installed 7 times and fired 7 reloads (2 blue - 2 white - 3 blue, in that order). All firings were completed per the logs with no pauses for compression, except for firing #3, which had 2 pauses. There were no incomplete clamps by this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, a staple line leak occurred after blue and white sureform 60 reloads were fired with a sureform 60 stapler instrument. As a result, the surgeon sutured the staple lines that leaked. The cause of the intra-operative complication is unknown. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the same event reported against a white sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, staple lines on the gastric pouch leaked when an air leak test was performed; bubbles were observed. The surgeon sutured the staple lines that leaked to continue the procedure. During the surgical procedure, the surgeon fired a number of white and blue sureform 60 reloads with a sureform 60 stapler instrument. It is unknown if the staple line leak was along the vertical staple line or at the gj anastomosis. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.